Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer results for were reproducible with the elecsys anti-sars-cov-2 assay. Additional measurements using the rapid assay from creative diagnostics as well as an independent in-house roche assay detecting other antibodies against sars-cov-2 resulted reactive. Given the mild symptoms of the patient and the slow increase in reactivity in both roche assays, it was assumed that this was a low productive infection, e.g. Caused by a low viral load and therefore, a weak immune system response. A general reagent issue was excluded.

Manufacturer narrative:
The sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable anti-sars-cov-2 elecsys result for one patient from cobas 6000 e 601 module serial number (B)(4). The patient had symptoms of fever and cough on about (B)(6) 2020 or (B)(6) 2020. On (B)(6) 2020, the pcr result was positive. On (B)(6) 2020, the anti-sars-cov-2 elecsys result was 0.3 coi (negative). The igg vidas biomerieux result was positive and the quick test igg and igm was positive. The questionable result was not reported outside of the laboratory.